Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report generation error. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by user in the pump. This is expected behavior not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation , it was found that the user has made future time change event which caused the data to be ambiguous for the current date range. To assist with the resolution , provided the below feedback to helpline support team. -- user did time change as below which leads the reports to be blank as the data became ambiguous for current date range. -- on 5th jan 2025 they have made a time change to 5th november 2025 , this can be seen in csv report as below -- user uploaded data in november date range until 27th jan 2025. So all the uploads refer to november date instead of january. -- on 27th november 2025 , user corrected the date to 27th january 2025 which is seen in csv report as below. -- since user did both jan and feb upload together on 26th february 2025 which includes the above time change events. Currently carelink reports is expected to show blank when there is a time change event in the data upload. -- since all jan uploads refer to november date range , reports would be showing blank. This is expected. -- user can start viewing data from 28th feb 2025 without any issues , provided screenshot from weekly review report. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to the future time change made by the user in pump. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.